Event description:
Four months after her initial stimulation, the patient reportedly experienced sound quality issues with her device. It was also reported that the patient experienced escalating headaches, pressure and pain without the use of her device. The patient is currently a non-user. Surgery to explant the patient's c1 device is under evaluation by the patient.